Event description:
The customer reported problems with a cable and plug. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a 62 pin connector. System operates as intended. (B) (4).